Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged one day after the implant procedure. The lead was repositioned and one day after the repositioning procedure, the lead became dislodged again. This lead was explanted and a new ra lead ws successfully implanted. No adverse patient effects were reported.